Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23-post-reset ram crc alarm, pump error 43-an error in the motor was detected by reading unexpected value from hall sensor and power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test and self test. No unexpected battery power loss alarm, pump error 23 alarm or pump error 43 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. (3) pump error 43 alarms found in the pump history file/trace on (B)(6) 2024 at 08:02:19, 09:25:50 and 09:31:38. Pump error 23 alarm found in the pump history file/trace on (B)(6) 2024 at 09:28:56. Pump error 23 alarm due to hardware error (line number 691 file number 39). No unexpected battery power loss alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found corroded motor home switch and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube and minor scratched lcd window. Unexpected battery power loss alarm not confirmed. Pump error 43 alarm was confirmed due to corroded motor home switch. Pump error 23 alarm was confirmed due to hardware error. Moisture damage found on motor home switch and corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.